Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. The device's delivery accuracy was ran at three different tests, all of the test were found to be in factory specification for accuracy. The root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation. Actions were taken to mitigate the reported issue: preventative maintenance was performed on the pump.

Event description:
Information was received indicating that this smiths medical cadd solis vip pump failed volume testing (21.219, 21.41)". No patient injury reported.